Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported b30 and e216-scope communication error after the contacts were cleaned and swapped with good cables during set up involving an olympus video system center. There was no patient harm reported.